Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review part number: 03.114.007 synthes lot number: u208644 supplier lot number: n/a release to warehouse date: 28-oct-2014, 04-dec-2014 expiration date: n/a supplier: (B)(4) ncr #(B)(4) was generated during production for quantity being (B)(4) instead of (B)(4) (per po receipt, traveler, and cert). A new cert was obtained from supplier with correct quantity. This non-conformance is not relevant to the complaint condition. . Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported the distributor noted two (2) broken drill bits. One (1) has a broken tip, the other is broken into three (3) pieces. No patient involvement was r eported. This report is for one (1) 1.1mm drill bit. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Date added to complaint, originally reported on previous mw. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development investigation was performed for the subject device. Article 03.114.007 lot u208644: we have received a drill bit for investigation. The visual inspection has shown that approximately 18 mm from the fluted tip section is broken off. The broken tip was not returned for evaluation. Additional it was detected, that the drill bit has broken off from the shaft. There were also strongly damages on the shaft detected were the drill bit is broken apart. Additional the shaft is bent. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Based on these findings we exclude any manufacturing related issue or on the provided information we are not able to determine the exact cause which has led to this breakage. It is likely that a mechanical overloading situation, for example metallic contact or lateral stress, has caused the breakage. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.